Manufacturer narrative:
The device was returned for evaluation. The device history record (DHR) documentation was reviewed and it was found that rework was initiated on 25may2012 for an alarm on console. The reported complaint was not confirmed. The device meet specification; no problem was found.

Event description:
A customer reported an unspecified failure of the c2602 cusa excel 36khz straight handpiece. There was no known patient involvement or surgery delay. No other information has been provided.